Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue with the harmonic ace device was an error message that appeared during a dissecting surgical task, causing the instrument to become unusable. There was no physical damage observed on the device, and it was inspected prior to use with no abnormalities found. The instrument did not collide with any other instruments or hard materials during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have broken blade at the base of the blade. A piece approximately 16mm long was found to be broken off, confirming that a fragment detached from the instrument. The broken piece of the blade was not returned. Components adjacent to this broken blade do not show damage. Additional observation: the clamp arm was found to have breakage of the teflon pad at the tip. No pieces were missing. Common causes of the failure mode broken instrument blades are attributed to use conditions. Broken blades result from damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use. Common causes of the failure mode clamp arm teflon pad damage are attributed to use conditions. Teflon pad damage can be caused by prolonged activation with the clamp arm closed (with or without tissue between the blade and clamp arm) or from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use.